Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, opened the out-box, noted the inner packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was returned. Visual examination of the provided photographic evidence denoted that the inner and outer blister of the packaging was melted/deformed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 150410205 work order (B)(4) was manufactured on 13 july 2021. A total of 12 parts were manufactured to specification. There were no deviations associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Device history review ==> a manufacturing record evaluation was performed for the finished device [lot/serial] number, and no non-conformances related to the reported complaint condition were identified.

Event description:
Additional information received indicated that the alleged product was found that the inner packaging was opened which seems the degumming (sealed area was opened), the inner packing was damaged. Sterility was compromised. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.